Manufacturer narrative:
One used device was returned for evaluation. Visual inspection of the device showed that the catheter was transfixed by the needle. Based on the evidence, it was concluded that the failure was attributed to user error, caused by an improper use of the device related to needle reinsertion.

Manufacturer narrative:
It was reported that the patient was a child. The exact age or date of birth is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the catheter of a jelco® IV catheter "uncoupled" from the needle. It was noted that the patient had to be "pricked out". No injury was reported.